Manufacturer narrative:
(B)(4). Punctures the band was returned with three (3) holes around the band/balloon junction at the extender side. Evidence of grasper marks were seen at the site of one of the puncture marks. As result of the visual observation, no leak test is required. The probably cause of the reported event is that the band was inadvertently grasped during implantation. Detailed instructions were outlined within the IFU about band implant procedure to avoid any damage to the device. A DHR review was conducted and no discrepancies were observed during the manufacturing process.

Event description:
It was reported that during a realize adjustable band placement, a pre op leak test was performed and no leaks were found. The band was leak test again after it was placed around the stomach and a leak was detected. The surgeon was unable to determine the location of the leak. There were no patient consequences reported. Another band and port were used to complete the procedure.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.